Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge initially displayed an accurate fill estimate of over 400 units of insulin. At the time of the reported event, the insulin gauge remained static at 95 units even after delivering a bolus of 20 units. The customer reported a blood glucose level of 328 mg/dl, which was addressed by delivering a correction bolus. During a follow-up call on (B)(6) 2017, the customer confirmed that the insulin gauge began to decrease as intended and was "working fine".